Manufacturer narrative:
All info provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description included. The complaint could not be verified. The lead exhibited normal electrical characteristics.

Event description:
It was reported that sensing anomaly was noted. Lead was explanted and replaced.